Event description:
Drive devilbiss healthcare received notification from a patient using a cane that drive deviliss healthcare imports and distributes. The patient was walking with the cane, when allegedly the detent button failed causing him to fall. He was taken to the ER for x-rays and a cat scan. A torn meniscus was claimed to be the result of the fall and physical therapy was recommended. The patient requested a replacement cane. The alleged product was returned to drive devilbiss healthcare and an evaluation was completed which the detent button was determined to be functional and no other defects observed.